Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing and possible intermittent loss of capture. Technical services (ts) recommended the patient be brought into the clinic to confirm lv capture as well as programming changes. No adverse patient effects were reported. This lv lead remains in service.